Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. All buttons function properly. However, moisture damage was noted on all keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose reading was 158 mg/dl. The customer stated that none of the buttons were responding. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.